Event description:
It was reported the patient experienced hypotension secondary to clonidine and the event was related to the intrathecal (it) medication. The severity was considered mild. The patient reported dizziness and episodes of 'blacking out' and falling. He had monitored his blood pressure, which had been consistently low. The patient had also stopped his hypertension medication. The plan was to decrease the it clonidine concentration at the next visit and it was recommended the patient to follow up with his primary care provider (pcp). The event was considered ongoing. The pump was being used to deliver fentanyl, clonidine, and bupivacaine. The concentration of clonidine was 300 mcg/ml at a dose of 149.89 mcg/day. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. Should additional information be received the event will be updated. Additional information received reported that the patient was reprogrammed on 2014-(B)(6) and 2014-(B)(6). The event was resolved without sequelae as of 2014-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).